Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed and further testing was recommended.